Event description:
It was reported that during a da vinci-assisted myomectomy surgical procedure, the tenaculum forceps instrument was found to have a broken wire. There was no report of fragment(s) falling inside the patient. The procedure was completed with a backup instrument of the same kind. No known impact or patient consequence was reported. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the customer indicated that the instrument did not collide with any other instrument or tool during the procedure. The issue was not related to opening/closing of the grips, left/right (yaw) motion of the grips, or up/down (pitch) motion of the wrist.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The tenaculum forceps instrument was analyzed and was found to have a broken pitch cable at the distal end. The broken cable segment that contains the crimp was still installed in the clevis. The cable was fully broken. There was no evidence of discoloration or corrosion/contamination on the cables to indicate a reprocessing-induced issue. The components surrounding the broken cable did not exhibit abnormal sharp edges or damage that would have contributed to the cable breaking.